Event description:
It was reported "the catheter was inserted successfully. The pump frequently reported helium leakage after 30 minutes. After checking, it was confirmed that the balloon was damaged. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint that the "balloon was damaged" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported c omplaint will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the catheter was inserted successfully. The pump frequently reported helium leakage after 30 minutes. After checking, it was confirmed that the balloon was damaged. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".